Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. Analysis of the device memory indicated pacing capture threshold in the atrium was unstable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-58 lead; implant date: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a feeling of dizziness and fatigue. The right atrial (ra) lead was found to have high thresholds and was oversensing. This consistent oversensing caused the device to withhold pacing. There was a polarity switch noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.